Event description:
It was reported that post paced t-wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended. Patient's condition was good.

Manufacturer narrative:
(B)(4).